Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. Upon manipulating the catheter in the right veins, the physician was unable to effectively move the non-boston scientific guidewire in the catheter as the guidewire was stuck with much resistance felt. The physician exchanged the guidewire, however, the same issue remained. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. Upon manipulating the catheter in the right veins, the physician was unable to effectively move the non-boston scientific guidewire in the catheter as the guidewire was stuck with much resistance felt. The physician exchanged the guidewire, however, the same issue remained. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis. It was further reported that the type of imaging used during the procedure were computed tomography (CT) and fluoroscopic visualization.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. Upon manipulating the catheter in the right veins, the physician was unable to effectively move the non-boston scientific guidewire in the catheter as the guidewire was stuck with much resistance felt. The physician exchanged the guidewire, however, the same issue remained. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis. It was further reported that the type of imaging used during the procedure were computed tomography (CT) and fluoroscopic visualization.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientifics post market laboratory, no outer abnormalities were observed. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. The reported stuck guidewire event was not confirmed via analysis.